Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover. In addition, the electrode was cut prior to receipt which is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the mechanical test performed. The scanning electron microscopy analysis confirmed a crack in the seam weld. The internal visual inspection noted silver migration across and between several electrical components. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused the device to cease functioning. A corrective action has been implemented.. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.